Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured when inflated at the lesion and was then simply pulled out from the patient's body. No complications reported and the patient condition is good.